Event description:
It was reported that ongoing altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, the customer's blood glucose ranged from 324 mg/dl to a value displayed as "high". The customer administered a manual injection of insulin to address the bg. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.